Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient's ipg would not communicate with the charger. As a result, the patient underwent surgical intervention in which the device was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates that the patient last received therapy and last recharged in (B)(6) 2018.